Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified shunt of forearm. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured from a pinhole. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.